Manufacturer narrative:
The permanent cautery hook instrument has been returned and evaluated by the failure analysis team. Fa was able to confirm/reproduce the reported complaint. The instrument was found to have a broken monopolar yaw pulley at the posts where it connects to the distal clevis. Broken piece was missing as a result of breakage. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley. The complaint was confirmed by fa. The probable root cause is attributed to use conditions.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, a permanent cautery hook (pch) instrument was having difficulty straightening and moving its wrist. The head of the hook was covered with debris, and the surgeon requested it be removed and cleaned. The staff cleaned the head with a moist raytex and the assisting surgeon reinserted the pch instrument. As soon as the surgeon attempted to retake control of the pch instrument, the movement issue continued. The head of the pch instrument became stuck in a 90-degree angle and a cable moved out of its wheel rut/grove. The staff removed the instrument immediately, replacing it with another, and the case continued. The staff inspected the instrument off of the field, all pieces were with the damaged instrument, but the staff did not think to remove the wheel that holds the cables in place to send back to intuitive surgical. It was lost in the cleaning process. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and there were no damages visually seen by the customer when accepting the instrument to the field. The issue with the instrument occurred about 40 minutes. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and the surgeon was watching when the issue occurred. The reporter stated there was movement of the instrument that resulted with a failure of the instrument and the movement was appropriate to the instrument. The movement. The instrument moved in the intended direction. The surgeon was adjusting/straightening the wrist when the instrument failure happened. The movement of the instrument was fluid with the masters movements. No shakiness and/or friction was experienced/observed. There was no report of any instrument-to-instrument or system arm-to-arm interference or external collisions. The issue was persistent until the cable slipped and the instrument failed. The customer resolved the issue by replacing the instrument with another similar instrument. There was no issue with the second instrument. The arm drape is not available for return. No injury was reported day-of-surgery or when the patient was seen for their post-surgery exam. The instrument will be returned to isi.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook (pch) instrument, but failure analysis has not yet been completed.